Event description:
The recipient reportedly experienced skin flap breakdown. The recipient underwent a washout and skin flap surgery, however, the issue recurred. The recipient developed an infection and device extrusion. The recipient's device was explanted. The recipient was not reimplanted. The recipient's infection resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent the washout and skin flap surgery on (B)(6) 2019. The external visual inspection revealed slices on the top cover and near the electrode ground ring, and the electrode was severed along the lead prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.